Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: the batch number for the second ecr45g reload, p56b6f, was found to be invalid. Can you please provide the correct batch/lot number for the device? Pls refer to the returned sample.

Event description:
It was reported that the device could not fire. During the lobectomy, could not fire when severing the bronchus. Changed another new ecr45g, still could not fire. Changed another new ecr45g, found the speed was very slowly, and the staples malformed with irregular shape. Changed another new ecr45g, could perform good firing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch number ==> p5651w. Investigation summary ==> the analysis results showed that one ecr45g cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.